Manufacturer narrative:
Updated to indicate the product will not be returned for evaluation. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not be returned for evaluation.

Event description:
It was reported that the patient experienced unintentional stimulation while in sensory and motor testing. There were no adverse consequences, no medical intervention and no delay reported.

Event description:
It was reported that the patient experienced unintentional stimulation while in sensory and motor testing. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not yet received for evaluation.

Event description:
It was reported that the patient experienced unintentional stimulation while in sensory and motor testing. There were no adverse consequences, no medical intervention and no delay reported.